Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a vessel dissection occurred. Initially, the patient presented with sudden onset of chest pain. Initial EKG showed some st elevation of the interior leads with st depression suggestive of acute possible lateral wall myocardial infarction. The patient received aspirin, heparin, nitroglycerin and plavix prior to being brought to the cardiac catheterization lab. Angiography showed total occlusion if the mid circumflex (cx) and 80% stenosis in the proximal portion of the cx. The left coronary artery (lca) was cannulated using boston scientific 6 french q4.0 guide catheter and then the lesion was crossed with a non-bsc guide wire. A maverick 2.5x15mm balloon was used to pre-dilate the vessel which showed evidence of dissection, there was timi ii flow and evidence of three branches right at the stenosis. Next, a taxus express2 2.75x16mm drug eluting stent was advanced, but could not cross the lesion site. The entire stent delivery system was removed and vessel was again dilated with a maverick 2.50x12mm and 2.50x15mm balloon. Two non-bsc drug eluting stents were successfully deployed in the cx. The stents were post-dilated with a quantum maverick 4.0x9mm balloon at 20 atms. Angiography showed 0% residual stenosis with timi iii flow. The patient tolerated the procedure well, but did have an episode of bradycardia with every injection of dye which spontaneously resolved. Prior to the procedure, the patient had ventricular fibrillation which required cardioversion. During the procedure, the patient received reopro, plavix, versed and fentanyl. After the procedure, the patient was continued on aspirin, plavix, reopro for 12 hours and then started on statins, beta blockers and ace inhibitor as tolerated.

Manufacturer narrative:
H6: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.